Event description:
It was reported that the user received an ¿unable to proceed¿ notification and did not observe insulin drops during an infusion set change on the ilet, consistent with a motor stall event, and the issue resolved after replacing the contact detach 6 mm 23 in infusion set and confirming drops during a dry run and priming. No adverse clinical effects. Outcomes included no change in therapy and no medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed the motor stall did not recur after the infusion set was changed and the device functioned as expected during dry run and priming. It was concluded that the event was related to infusion set performance and that the pump motor functioned as designed after set replacement.